Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affilite that the trocars would not engage. Once the safety shields were activated, they would not disengage (the knife blade would not go through). A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, condition; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info, visual examination and functional test, no conclusion could be reached as to how reported "the knife blade would not go through" the trocar shield during surgery occurred. Instrument was received armed. Devie was tested and found to require excessive force to activate trocar shield lockout. Instrument was disassembled for further investigation and no deformity could be identified. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.